Event description:
Received info regarding multiple cartridge alarms with multiple cartridges during the load process. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.